Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer's blood glucose was 103 mg/dl at the time of incident. Troubleshooting was not performed and the device is not expected to be returned for analysis.